Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a robotic video assisted thoracoscopic surgery lobectomy procedure, first staple fire did not cut, used hemolocks to complete vessel seal. Second staple firing did not cut and the staples did not form properly. Hemolocks were used to complete vessel seal. Next firing was a new device without incident. There were no patient consequences reported.